Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture photo evaluation: device photograph(s) for the device related to the reported event of rupture, lump/nodule and seroma-late was requested on (B)(6) 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Consumer reported patient reported via MRI the endoprosthesis (implant) is located retromammary, the volume is slightly reduced, the structure has liquid inclusions like oil drops, and the membranes of the implant wall are separated. There is a small effusion along the contour. Fragments of fibrous glandular tissue are distributed unevenly, mainly in the retroareolar regions, as well as in the outer quadrants. They have a predominantly heavy configuration. Later healthcare professional reported capsular contracture baker grade iii and rupture. This record is for the left side. The device was explanted.